Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A medtronic representative reported that while outside of a procedure, while attempting to run calibration tests with the imaging system, the representative received the following error, on the mobile view station (mvs), "3d mode disables, navigation not ready". This error occurred when attempting to take any 3d spin. There were no issues taking 2d fluoro images with the imaging system. Rebooting both the image acquisition system (ias), mvs, and navigation system did not resolve the issue. Another navigation system from the site was used and there were no issues transferring the images. There was no patient present when the issue was observed.

Event description:
The reported issue was only occurring with the navigation while in the 3d cal software. There were no issues with the imaging systems spins transferring into the spin application on the navigation system.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the 3d calibration file was out of date and did not have the proper field of view settings. Analysis found that the software functioned as designed.